Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a lead was used for placement in the right atrial appendage. After screw-in, measurements performed using the mobile programmer pacing system analyzer (psa) and significant noise was demonstrated on the electrograms (egm), which made accurate measurements unobtainable. The lead was simultaneously connected to the electrophysiology laboratory system, where the same noise was observed. Connections involving the patient connector, red-black cable, and psa cable were checked sequentially, and the cables were replaced; however, the noise persisted. Lead impedance measured approximately 1,800 ohms, pacing output was increased to 8 v, and capture was not achieved. Disconnecting the electrocardiogram (ECG) cable from the mobile programmer and changing the power outlet did not alter the noise pattern. Although lead fracture was not clearly evident and the likelihood of a lead-related issue appeared low, it could not be fully excluded. To avoid potential patient risk following implantation, the decision was made to replace the lead. After implantation of a new lead, mild noise was still present, but measurements were obtained successfully and pacing parameters were acceptable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.